Manufacturer narrative:
Device was used for treatment, not diagnosis. Ethnicity: patient ethnicity and race was not provided for reporting. (B)(4). Concomitant medical products and therapy dates: drug: unknown water pill; unknown dose or treatment; consumer still on drug. Drug: unknown blood thinner; unknown dose or treatment; consumer still on drug. Device available for evaluation: device is not expected to be returned for manufacturer review/investigation device evaluated by MFR, manufacture date: device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2214133-2019-00075. The same patient is represented in each medwatch.

Event description:
A (B)(6) male consumer, reported an event with band-aid flexible fabric bandages. The consumer alleged a serious reaction while using the product. The consumer stated he had blisters all over his thumb and outside of his hand. The consumer sought medical attention from a health care professional (hcp) and was prescribed a 1% cream to treat the blisters. The consumer was still experiencing symptoms at the time of reporting this event. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2214133-2019-00075. The same patient is represented in each medwatch.